Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated threshold. It was further reported the right atrial (ra) lead became dislodged as it was suspected to be too short. The rv lead was revised and moved into the right atrium and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.